Event description:
The customer's friend called to report the customer passed away. The friend stated that the customer was found at home in diabetic coma and was admitted to the hosptial. The customer passed away at the hosptial. Customer was wearing the pump. It was stated that the cause of the death was brain dead, coma, heart failure, and high bgs. The pump still was at the hospital.